Event description:
It was reported that this right ventricular (rv) lead initially exhibited noise and the therapies were disabled by the physician before a procedure could be scheduled. The impedance was out of normal range once patient reached the hospital. It was observed that this rv leas was broken. Subsequently, a revision procedure was performed and the rv was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.